Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion. It was reported that the temporary prefixation pin broke in half and slid under the plate. The surgeon was able to retrieve both parts of the pin. No patient complications were reported.